Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were not within normal limits due to an induced fracture at the distal hv coil during explant. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. System evaluation noted that there was noisy signals on all sensing vectors status post a sternotomy that the patient had. Subsequently, the entire system was explanted. No additional adverse events were reported.